Manufacturer narrative:
G4: this device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Investigation is in process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On (B)(6) 2025, pentax medical became aware of an event involving a pentax medical video colonoscope model ec38-i10f, serial number (B)(6) in china within the apac region. During the endoscopic procedure, the angulation wire broke. The procedure was completed with a spare endoscope, but the treatment was delayed. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Correction information b4: date of this report - updated. G6: follow-up #: 1. H2: if follow-up, what type? - updated. H3: device evaluated by manufacturer - "no" to "yes". H6: codes updated - type of investigation, investigation findings, investigation conclusions. Additional information d4: primary unique device identifier (UDI). H4: device manufacture date. H11: evaluation summary . Evaluation summary the reported event was an angle wire fracture. A pentax engineer consulted with hospital staff and confirmed that the malfunction was identified during use. No patient harm occurred, and the examination was completed using a backup device. The angle wire was aged and damaged due to long-term use. Based on the investigation, a potential root cause of this failure was aging-related deterioration of the angle wire caused by prolonged use. The hospital engineer replaced the angle wire, after which the device resumed normal operation. This endoscope was installed in 2019 and had exceeded its designated service life. The hospital was informed that this equipment should no longer be used in clinical practice and that new equipment should be purchased. Investigation completion and return date: 23-sep-2025 a device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the endoscope was manufactured at miyagi on 23-may-2018 under normal conditions, passed all required inspections, and was released accordingly. A specially approved component was used during production; however, the endoscope passed the final inspection and was released accordingly. Also, there were no reworks, and the dates of approval for shipment and actual date shipped were confirmed on 07-aug-2018. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode or hazard. Pentax medical has not received any further information for this event and therefore considers this medwatch report closed.